Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 37 and 48 hours. The patient saw a nurse and was prescribed antibiotics to treat the infection. The patient's blood glucose levels rose to 19 mmol/l (342 mg/dl). Bgs were lowered by placing a new pod. No additional information was provided regarding treatment of the infection. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.